Event description:
It was reported the patient had a hallucination right after receiving implant; however, it was noted the patient was on ¿a lot of oral medication at the time.¿ it was also reported the patient had an ¿issue with the wires¿ and had a lead replaced.

Manufacturer narrative:
Product ID: 3487a, lot# j0104114v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001-04-11, product type: extension. (B)(4).